Manufacturer narrative:
Other applicable components are: product ID: 8840, serial# unknown, product type: programmer physician. Other relevant device(s) are: product ID: 8840, serial/lot #: unknown. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding a patient who was receiving dilaudid (5mg/ml at 2.8963mg/day) via intrathecal drug delivery pump. The indication for use was noted as spinal pain. It was reported that the pump was empty. The pump had an actual reservoir volume (arv) of 3ml and an estimated reservoir volume (erv) of 0ml. No symptoms were reported. An empty reservoir alarm was confirmed, alarming on (B)(6) 2018. There were no further complications reported at this time. Additional information was received from a hcp. It was reported that the patient did not come in for his refill on time. The patient came in a few days after his scheduled appointment. There were no further complications reported at this time.

Manufacturer narrative:
Additional review has determined the following coding updates were required. (B)(4). If information is provided in the future, a supplemental report will be issued.